Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received external defibrillation and an alert stating possible output circuit damage was noted. A hv lead integrity check was performed and the message remained. The lead was capped and replaced.